Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the 3t heater cooler. The issue was identified during the service activity of a livanova field service engineer at customer site. In details, after replacing some components, among which the a/c mains board, when the fse turned on the device, the heater cooler started to alarm, the display became blank and there was a scent of smoke in the air. Troubleshooting identified that 2 resistors on the a/c mains board were blackened. The original a/c mains board was reinstalled and unit seemed to be running fine. However, after few days, while completing system functional tests, the same 2 resistors blackened caught fire while increasing device temperature. The device was replaced with a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler was alarming and blackened resistors on the new ac mains board during servicing. There was no patient involvement.